Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the revision was performed in order to relocate the battery pocket per the request of the patient. During the revision the physician decided to replace the ipg and relocate the ipg pocket at the same time. No device malfunction was suspected. The explanted device will not be returned to bsn for evaluation.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.